Event description:
It was reported this case is from the health authority. The patient had surgery with plates and screws one and a half years ago. He recovered well and was discharged half a month later. However, 10 months later, the patient reported that the head prosthetic material was exposed, the scalp was defective, and a small amount of yellowish fluid was spilled on the exposed area. A second surgery was performed and the patient was discharged 10 days later with good recovery. Two months later, the patient had swelling and pain in the right temporal region for another week, and examination revealed effusion and blood. A third surgical procedure was then performed and the scalp was incised and approximately 5 cm in length with a large gush of fluid. It was considered that the infection could not be controlled, so the plate was removed and the patient recovered well. A fourth repair surgery is scheduled this month.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.